Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had shingles and the lifevest exacerbated the skin condition. It was reported that the shingles were under the garment and there was broken skin and blisters under the patient's arm pit. There was no alleged device malfunction contributing to the irritation. The patient's nurse applied a dressing to the skin condition and the cardiologist advised the patient to remove the lifevest. Follow up indicated that the patient's skin irritation improved.